Event description:
During a pulmonary vein isolation ablation, a biosense webster cs bi-directional ep catheter, 10 electrodes, 2-5-2mm spacing, 115 cm in length was pulled for usage. This catheter had been reprocessed by stryker sustainability solutions under their number (B)(4). Dr discovered, prior to catheter placement in the patient, that the catheter could not be directed or moved in the manner necessary for the case. It was determined the catheter was damaged, and it was replaced with another reprocessed catheter from stryker without issue.